Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The force bipolar instrument was analyzed and found to have a broken conductor wire. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, a part of the force bipolar instrument popped out of the joint when manipulating tissue. The procedure was completed with no reported injury.